Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system when the customer went to refill the tubing of the insulin pump and would not stop. The customer's blood glucose was 126 mg/dl. The customer confirmed that insulin was squirting out. Troubleshooting was done. The customer was unaware of his insulin pump being dropped or bumped prior to the alarm. The customer stated that the drive support cap was flush. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, scratched reservoir tube window and scratched keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.